Manufacturer narrative:
The lot number was provided and a lot history review was performed. One device was returned to bd for the reported malfunction. The investigation identified missing components in the device. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model 0605640 implantable port allegedly had missing components. This report was received from one source. This event did not involve a patient as there was no patient contact.